Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Further analysis was performed on the interconnect flex. A full functional test was performed again and all tests passed. Bench analysis revealed some traces showed white contamination, possibly corrosion. There was high resistance at flex connection to the main board.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the lower case was broken and both bail covers were broken.

Event description:
It was reported that the pacing on the external pulse generator showed too fast, was not accurate. The generator was returned forservice. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.